Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: this product was used on tep case after the surgeon started to pump the balloon, after 10 times, the balloon was ruptured. Operative time was not extended by 30 mins or more. No pt injury reported. No add'l info at this time.

Manufacturer narrative:
(B) (4).